Event description:
Healthcare professional reported "deflation" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: an opening on posterior assessed, as fold flaw opening. Crease/folding of implant: observed, crease fold on the device. Additional observations: wear abrasion observed, on the device. Yellow particles observed, inner device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, "deflation" against right device. The device has been explanted and replaced.